Event description:
A call to technical services was made on 7/10/2013 stating that the patient was having anodal stimulation. As discussed with field representative, anodal stimulation is also called as triple site pacing wherein there is stimulation at the rv ring due to the build up of current density on the rv ring which is the anode of the lv vector. Technical services stated that this can cause there to be different morphologies seen when doing lv only threshold test. There was morphology seen with anodal stimulation and lv pacing , then lv only pacing, then no lv capture. Technical services stated that typically don't see anodal stimulation on integrated bipolar lead because of using the whole coil which has a larger surface area. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).